Event description:
It was reported that a hypoglycemic event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was asleep and did not hear the alert that the cgm was reading low. His mother, who is a follower, called paramedics as they were trying to reach the patient but the patient was not answering. It was reported that the patient was passed out for 3 hours. Paramedics treated the patient with a dextrose shot and his blood glucose went up to 198 mg/dl. Afterwards, the paramedics left. At the time of the report, the patient was in good condition. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.